Event description:
It was reported that an endovascular procedure was performed in a patient. During the procedure the physician shaped the tip of the subject guidewire to 90 degrees and the subject guidewire along with the microcatheter were advanced to the target lesion in the ica (internal carotid artery) terminus. During the fourth pass, when the microcatheter was being advanced to the ica terminus the subject guidewire began to feel friction and so the physician tried to retrieve the subject guidewire, during retrieval the distal 10cm of the subject guidewire broke. A snare device was used to remove the broken segment of subject guidewire from the patients vascular anatomy, but the attempt was unsuccessfully. The broken segment of the guidewire was left inside the patient's vascular anatomy. The surgery was prolonged for 60mins and the procedure could not be completed successfully. No future surgery is planned to remove the broken subject guidewire from the patient's anatomy.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the guidewire was returned broken in 2 segments (9cm distal segment and 191cm proximal segment). The segments were not completely separated. The un-retrieved fragments were not confirmed. The core wire distal end was observed through the distal tip dome. The distal end of the guidewire was found to be kinked bent. The guidewire ptfe coating was noted to be peeling in multiple areas to 25 cm from the proximal end. The hydrophilic coating was hydrated and there were no anomalies noted. The distal segment was inspected: the platinum wire was found to be stretched but still attached. The core wire was found to be broken/fractured and not visible inside the nitinol tubing. The proximal segment was inspected: the core wire was visibly broken inside the nitinol tubing (distal end of the proximal segment). Functional inspection: guidewire broken fractured functional test ¿ n/a. Un-retrieved device fragments ¿ n/a. Catheter has difficulty tracking over guidewire functional test ¿ unable to perform due to condition of the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that during the procedure as the microcatheter was being advanced to the ica terminus the wire began to feel "scratchy". When the user went to retrieve the wire, the distal (approx.) 10cm became separated. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was tortuous, the guidewire tip was shaped 90 degrees, a microcatheter was used in conjunction with the subject device, the issue was noticed on the 4th pass during the procedure, and a snare device was used unsuccessfully to remove the broken device. The subject guidewire was returned broken in 2 segments (9cm distal segment and 191cm proximal segment). The segments were not completely separated as the platinum wire was found to be stretched but still attached to the 2 segments. The distal segment was found to be kinked/bent and the proximal segment had ptfe damage in multiple areas up to 25cm from the proximal end. No anomalies were noted to the hydrophilic coating. Functional testing for friction was unable to be performed due to the condition of the device; however, the analysis results are consistent with the reported event. The reported 'un-retrieved device fragments' was not confirmed during analysis as the both segments of the guidewire were returned and there were no missing pieces. Not confirmed will be assigned to the as reported (ar) 'un-retrieved device fragments' since this issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. In the case of this complaint, it is possible that the patient's tortuous anatomy may have contributed to difficulty advancing the microcatheter over the guidewire during the procedure and as the guidewire was advanced against resistance the distal nitinol tip and core wire fractured. An assignable cause of procedural factors will be assigned to the as reported (ar) / as analyzed (aa) 'guidewire broken/fractured during use', ar 'catheter has difficulty tracking over guidewire' and aa 'guidewire distal end kinked/bent' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. The ptfe coating damage most likely occurred as a result of interaction with another device. The damage noted is consistent with insecure fastening of the torque device which can result in slippage down the wire and abrasion/peeling of the ptfe layer. An assignable cause of 'handling damage' will be assigned to the aa ¿guidewire ptfe coating peeling¿ as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that an endovascular procedure was performed in a patient. During the procedure the physician shaped the tip of the subject guidewire to 90 degrees and the subject guidewire along with the microcatheter were advanced to the target lesion in the ica (internal carotid artery) terminus. During the fourth pass, when the microcatheter was being advanced to the ica terminus the subject guidewire began to feel friction and so the physician tried to retrieve the subject guidewire, during retrieval the distal 10cm of the subject guidewire broke. A snare device was used to remove the broken segment of subject guidewire from the patients vascular anatomy, but the attempt was unsuccessfully. The broken segment of the guidewire was left inside the patient's vascular anatomy. The surgery was prolonged for 60mins and the procedure could not be completed successfully. No future surgery is planned to remove the broken subject guidewire from the patient's anatomy.

Manufacturer narrative:
The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. There are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during the procedure as the microcatheter was being advanced to the ica terminus the wire began to feel scratchy. When the user went to retrieve the wire, the distal (approx.) 10cm became separated. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was tortuous, the guidewire tip was shaped 90 degrees, a microcatheter was used in conjunction with the subject device, the issue was noticed on the 4th pass during the procedure, and a snare device was used unsuccessfully to remove the broken device. While there are a number of potential causes for the reported issue 'guidewire broken/fractured during use', un-retrieved device fragments and 'catheter has difficulty tracking over guidewire', because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that an endovascular procedure was performed in a patient. During the procedure the physician shaped the tip of the subject guidewire to 90 degrees and the subject guidewire along with the microcatheter were advanced to the target lesion in the ica (internal carotid artery) terminus. During the fourth pass, when the microcatheter was being advanced to the ica terminus the subject guidewire began to feel friction and so the physician tried to retrieve the subject guidewire, during retrieval the distal 10cm of the subject guidewire broke. A snare device was used to remove the broken segment of subject guidewire from the patients vascular anatomy, but the attempt was unsuccessfully. The broken segment of the guidewire was left inside the patient's vascular anatomy. The surgery was prolonged for 60mins and the procedure could not be completed successfully. No future surgery is planned to remove the broken subject guidewire from the patient's anatomy.